Event description:
The lay user/ pt contacted lifescan alleging that the product was having the following power related issue: one touch ultra link would not power on by passing the power button or by inserting the test strip. The pt's meter was replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.